Event description:
It was reported by the customer that pyxis medstation es system was shut down and wont start up again. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the site power issue. A field service engineer inspected and replaced drawer controller in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.